Manufacturer narrative:
(B)(4). Additional information received stated there was no complications with the patient and this was a standard hardware removal as the fracture was healed. Upon reassessment of the reported event, it was determined to be not reportable and the previous report should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). It is unknown if the product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that a patient underwent a procedure on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason.